Event description:
It was reported that the patient passed away (B)(6) 2025 from ventricular tachycardia (vt) arrest. The patient was found unresponsive by their wife. The provider did not believe the death was related to the heartmate 3. The device was believed to be functioning as intended. The patient will not receive an autopsy, and the device would not be returned.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. The account indicated that no autopsy will be performed, and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Additionally, section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had a history of ventricular tachycardia prior to implant. The patient also had a medtronic implantable cardioverter-defibrillater (ICD).

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.